Event description:
The manufacturer received information alleging humidifier overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information allegation of humidifier overheating. There was no serious patient harm or injury reported. No death, serious harm or injury was reported. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿humidifier overheating¿ is classified as low and does not present a serious risk to patient safety.